Event description:
It was reported that a cartridge alarm 16 occurred. The customer's blood glucose level ranged from 270-271 mg/dl. The pump was reset and the customer was able to load a new cartridge and resume insulin delivery. Subsequently, after the pump reset, the pump time became inaccurate. The cause was unknown. The customer corrected the time to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.